Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature that monitors the pacing amplitude threshold and adjusts left ventricular outputs may have triggered an episode of ventricular fibrillation (vf). The rhythm normalized and therapy was aborted. It was also noted that the device feature which tracks intrathoracic impedance changes showed invalid data. The device remains in use. No further patient complications have been reported as a result of this event.